Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that both the atrial lead and the ventricular lead dislodged. Muscle stimulation was noted in addition to no capture and no sensing. Both of the leads remain in use. Both of the leads will be re-positioned. No patient complications have been reported as a result of this event.